Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during installation training that cardiosave intra-aortic balloon pump (iabp) release latch that detaches the rescue unit from the cart doesn't t seem to work properly. There was no patient involvement.